Event description:
A malfunction was reported with the pump, displaying malfunction code 3, which could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, provided instructions to the customer on storing the faulty pump, and advised on the steps required upon receiving the replacement. The customer was instructed to use multiple daily injections as backup therapy and to return the faulty pump using the provided return box and pre-paid label.